Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmission revealed an alert detecting high, out of range high voltage impedance. There was no therapy from the device. The patient will continue to be monitored.

Event description:
New information revealed there were no patient consequences as a result of the high impedance.